Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4015, competitor implantable pacing lead; 4017, competitor implantable pacing lead. (B)(4).

Event description:
It was reported that the patient experienced pain at their device site shortly after implant. The physician opted to open the pocket and "fix" the placement of the device to be more comfortable for the patient. The device remains in use. No patient complications have been reported as a result of this event.